Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 ventilator alarm silence/reset button automatically worked, and the alarm stopped. Additionally, the down curser was malfunctioning. Although, the ventilator did not stop cycling, the patient was transferred to another unit. There was no reported patient injury.

Manufacturer narrative:
The ht70 ventilator evaluation and repair has not yet begun. (B)(4).

Manufacturer narrative:
The replaced component was received damaged. Visual inspection observed that the five conductor flex tail was ripped in two at the paper label. This damage has likely occurred during removal from the device. Failure investigation could not verify that the alarm silence/reset was shorted in such a way that it would work by itself. In conclusion, the customer reported failure could not be verified as the returned component was received in a damaged condition. (B)(4).